Event description:
A ventilator was returned to the MFR for service. There was no pt harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, an error code related to the power management board was observed in the device's error log. The power management board was replaced to address the issue.